Event description:
Rn of a home patient reported the patient's spike fell out of the solution bag during treatment. The rn noted the home patient respiked the bag and continued treatment. Per the rn, the patient was diagnosed with peritonitis and treated with ancef and gentamicin (dosage unknown). Rn noted she reviewed proper aseptic technique with the home patient.